Event description:
The biomedical engineer (bme) reported that the while transferring a patient from the central nurse's station (cns) it displayed an error message "qrs type detection arrhythmia type analysis". During troubleshooting, the device was rebooted and once it was restarted, the cns started to boot loop, which indicated a possible issue with the hard disk drives (hdd). The customer requested to return the device for evaluation and repair. No patient harm was reported.

Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the while transferring a patient from the central nurse's station (cns) it displayed an error message "qrs type detection arrhythmia type analysis". During troubleshooting, the device was rebooted and once it was restarted, the cns started to boot loop, which indicated a possible issue with the hard disk drives (hdd). The customer requested to return the device for evaluation and repair. No patient harm was reported. Evaluation summary: the device was returned to nihon kohden repair cente (nkrc), cleaned, decontaminated, and evaluated. During evaluation, nkrc was able to duplicate and confirm the reported issues which were due to damaged/defective hard disk drives (hdd's), which needed replacement to resolve the issue. Once the hdd's were replaced and re-imaged, the device was subjected to testing, inspection, and stress testing, passing all post repair testing, inspections and will be shipped back to the customer. Investigation summary: based on the information reported, the reported issues of error messages and boot looping, were due to defective/damaged hdds (hard drives). Once the hdds were replaced the device functioned normally, meeting specifications in all areas. A definitive root cause on how the damage occurred, could not be determined, as damage issues are user dependent. However, in this case, it is likely the hdds were damaged due to either a user related error (ungraceful shutdown, or power surge), or physical damage, (that could have occurred during installation, due to mishandling/droppage), and/or wear and tear from use. A review of significant trends has not been identified that would suggest a design or manufacturing issue. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. A2-a6 attempt #1 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. Reply was received but customer did not provide any specific models or serial numbers of the concomitant medical devices nor any patient demographics. B5 & b7 attempt #1 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) /2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. Reply was received but customer did not provide any specific models or serial numbers of the concomitant medical devices nor any patient demographics. D10 attempt #1 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. Reply was received but customer did not provide any specific models or serial numbers of the concomitant medical devices nor any patient demographics.